Event description:
It was reported that (1) device was used during a hernia repair. It was reported by the affiliate that the atw35 instrument would not cut and staple. Another instrument was used to complete the case. There was no consequence to the pt.